Event description:
It was reported by a patient family member that the patient was "having some trouble with (the) device" and thought the patient's device "went off and shocked (the patient)." Follow-up with the physician's clinic was attempted but no additional information could be obtained. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).